Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged w/ moisture) issue; damaged display with moisture behind the display lens as well as in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: during investigation, the display was intact and not damaged as alleged. Unrelated to the original complaint, the pump powered up to a dim and pink display. Additionally, the battery compartment was cracked below and above the grip pad. Evidence of moisture corrosion was found in the battery compartment, with a leak.